Event description:
It was reported that cartridge leaked insulin from bottom near pneumatic tap port during off-pump filling, and issue occurred one time. There was no adverse impact to the customer's blood glucose level. Customer removed leaking cartridge, replaced it with new cartridge from same product line, and successfully resumed insulin therapy, and no further actions were recorded.